Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis and shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual and dimensional analysis, inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent systems instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Excessive force.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, heavily calcified, de novo mid left anterior descending (lad) artery after predilatation the 2.75 x 15 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy; additional force was used in the attempt to advance and the sds proximal shaft separated. The sds was removed from the anatomy without incident and a second xience prime sds was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.